Manufacturer narrative:
Unfortunately, the pieces of the broken pressure dome were discarded by the user facility already making investigation impossible. The pressure dome of the flowmeter is made from clear polycarbonate to allow observation of the inner flow scale. This type of plastics is known to be susceptible to alcohols and other organic substances. Dräger has received a number of similar events in the past. The majority of those events was related to reprocessing with incompatible chemicals. The particular flow meter was in operation for approx. 18 years and has been reprocessed with a formulation containing alcohol. Although a case-specific evaluation and root cause determination is not possible here due to unavailability of parts, it is seen likely that reprocessing over a long period of time with a known incompatible substance has caused the event. Dräger has published a list of chemicals that have been tested and approved for suitability of surface disinfection for all devices and, the IFU for the flowmeters contains special reprocessing recommendations. Furthermore, there are related warnings that the parts have to be inspected for mechanical integrity prior to each use as well as the requirement that the flowmeter has to be inspected at least every three years by skilled personnel.

Event description:
It was reported that an anesthesia workstation was kept unused overnight in a device storage room when a loud noise was to be heard. Ad-hoc inspection by the personnel revealed that the pressure dome of a flow control tube fitted to the workstation had burst. There was no injury reported.